Manufacturer narrative:
Analysis of the returned device identified a curved opening on anterior, wear abrasion and creases . Leak test and microscopic analysis was performed which identified sharp opening on anterior and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear).

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
The device was explanted.